Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed during a follow up in clinic. Physician elected not to take any action and patient. Patient was asymptomatic.

Event description:
New information noted that an additional episode of right ventricular lead noise was observed during a follow-up in clinic. No intervention was performed as the physician opted to continue monitoring the patient. The patient's condition was asymptomatic throughout the event.